Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated they purchased a new device and the old one will be disposed of.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.